Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred while loading the cartridge. A new cartridge was successfully loaded. Blood glucose was 176 mg/dl.